Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited fracture. The lead was capped. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information (B)(6) 2016 stated that the lead exhibited myopotential noise. The patient tolerated the procedure well and experienced no adverse events.